Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The patient had intravenous fluids started and oral administration for hypotension. Blood started shortly after arrival when there was inadequate response to ivf. Cardio/respiratory arrest ensued and prolonged resuscitation was started. Presumptive treatment for hyperkalemia was administered and after several rounds of medication, the patient's family decided to withdrawal further efforts and the patient expired.